Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire tip separation of this nature may occur when the core is subjected to tensile or torsional overload beyond its design limits causing the distal tip to detach. Typically, the fracture site morphology shows the core was exposed to forces consistent with those applied through pulling, torquing and/or manipulation. A guide wire being over pulled or over torqued that would require the tip to be trapped, in this case, within the implanted stent in order to create the required forces to damage the guide wire as described above. Reportedly, attempts were made to push and pull on the guide wire; however, the guide wire separated. It should be noted in the instructions for use (IFU) in the warning section, do not: push, auger, withdraw or torque a guide wire that meets resistance. Torque a guide wire if the tip becomes entrapped within the vasculature. Allow the guide wire tip to remain in a prolapsed condition. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. The reported pushing and pulling on the guide wire resulted in the reported guide wire separation. Overall, the reported guide wire entrapment, separation and treatment appear to be related to user technique and operational context of the procedure and there is no indication of a product quality deficiency. The lot history record for this product was not reviewed and a similar incident query was not performed because the product was not returned for analysis and the part and lot numbers were not reported. Manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser, performs 100% outer diameter inspection and performs a non destructive tip pull test of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Event description:
It was reported that during a coronary procedure, an unspecified stent was implanted. The bmw guide wire became caught in the implanted stent, and could not be retrieved. Attempts were made to push and pull on the guide wire; however, the guide wire snapped. The separated guide wire was removed with a snare device, and there was no damage noted to the implanted stent. No adverse patient effects were reported. No additional information was provided.